Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the was having difficulty and frequent charging of the implantable pulse generator (ipg). Database logs confirmed the reported complaint of difficulty charging and retaining charge; however several interruptions were identified during the charging process, which directly impacts the charge transfer from the charger to the ipg. This has led to hibernation events (17) where the battery depletes into hibernation threshold as it was not fully charged. The patient underwent an ipg replacement procedure. The explanted device will not be returned as it was kept by the facility.